Event description:
It was reported to philips that the battery b is intermittently not being recognized. It was reported to philips that the alleged failure was observed while the device was in clinical use. However, no adverse patient impact was reported by the customer.